Manufacturer narrative:
The initial MDR 2432235-2017-00584 was filed on 27-oct-2017. The first supplemental MDR 2432235-2017-00584_s1 was filed on 16-nov-2017. Additional information (10-nov-2017): the customer was running some patient samples for enzymatic creatinine (ecre_2) test in replicates to verify the results. The customer stated that they reported the third result for each patient sample which verified the value obtained upon second run. Additional information (15-nov-2017): a siemens regional support center (rsc) specialist was dispatched to the customer site. The rsc specialist determined that the customer was using several external siemens reagents. After analyzing the instrument, the rsc specialist performed system decontamination. The rsc specialist determined that the water resistivity was greater than 15 megaohm on the osmosis system and verified the method definition. The rsc specialist stated that the decontamination screen was not up to date. The customer was notified that the update should be performed. Lamp energies were verified. The reagent probe 1 (rpp1) wash port flow rate was correct and alignment of rpp1 on the washport was checked. The rsc specialist verified the operation of dilution washer and reaction tray washer. Ecre_2 was on 12th position on the distribution list order. The rsc specialist determined that there was waste clogged under the reagent probe 2, which was unclogged with reagent probe wash 3 and water with pressure. No additional discordant results have been obtained for ecre_2. As there were no additional discordant results and ecre_2 order was on 12th position in the distribution list, the rsc specialist concluded that the cause of the issue was contamination by a non-siemens reagent. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The cause of the discordant ecre_2 results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant enzymatic creatinine_2 (ecre_2) results were obtained on multiple patient samples on an advia 1800 instrument. The samples in question were from children. The initial result for sample ID (B)(6) was not reported to the physician(s), while it is unknown if the initial results for other samples were reported to the physician(s). Sample ID (B)(6) was repeated on the same instrument and alternate instrument, resulting lower. Other patient samples were repeated on an unknown instrument, resulting different than the initial results. The repeat results for sample ID (B)(6) were reported to the physician(s), while it is unknown if the repeat results for other samples were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant ecre_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00584 was filed on october 27, 2017. Additional information (10/24/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed preventive maintenance, however, the issue still persists. The customer is running sample in replicates to verify the results.